Manufacturer narrative:
Patient information was unavailable from the site. No procode, common device name, and/or 510k provided as this device is not released for distribution in the united states. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could be replicated. Representative suspects that a wrinkle in the drape around the bracket may have caused the issue with the microscope not being seen by stealth. The system then passed the system checkout and was found to be fully functional. A software investigation analysis was initiated to determine the probable cause of the issue through review of the reported issue. Analysis found that the software functioned as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported that the microscope bracket stopped being recognized by the navigation system intraoperatively. The navigation system and microscope were restarted, but the issue was not resolved. There was a surgical delay of less than 1 hour due to this issue, and there was no impact on patient outcome.